Event description:
The customer contact reported a whitescreen software error. On an unspecified date and time, channel a of the device was programmed to deliver an unspecified concentration of dopamine, and the delivery was started. On an unspecified date and time, channel b of the device was programmed to deliver an unspecified concentration of neo-synephrine, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse entered the pt's room to adjust the dopamine volume to be infused. At that time, the device alarmed, the screen went blank and the device became inoperable. The nurse was unable to eject the tubing set from the device using the emergency eject lever. The device and tubing were removed from clinical use. After approx 10 minutes, therapy was resumed with a replacement device and tubing set with the original medication bags. There were no reported adverse pt events and no reported delay of therapy critical to this pt while the device was in clinical use. No medical interventions were required. During testing at the user facility, the device was displaying a whitescreen software error. No additional info was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures; however, during review of the device history whitescreen error was noted. During further testing the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.